Event description:
The clinician reports the implant was inserted (B)(6) 2020 in ada 24. Implant surface not completely covered with bone. On (B)(6) 2020, loss of osseointegration was verified. Patient presented with inadequate bone quality/quantity. The device was forwarded to the manufacturer. At the event the patient experienced: mobility and bleeding. No further patient complications were reported.